Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, upon starting ablation after the needle was punctured, but then trip error of return output was indicated. Several attempts were made but ablation could not be started. The generator was rebooted, the power cord was disconnected and connected again, extension tap was replaced but the issue was not solved. Sample antenna was opened and activation test was conducted on bottled water, but the issue was duplicated and the antenna was not activated. Request for application (rfa) device was used to complete the procedure. No patient harm. The procedure was extended for about an hour.